Manufacturer narrative:
The customer's reported complaint of autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) and user advisory (ua) 22 (the calculated compression depth (target) is out of range) error messages were not confirmed during functional testing. However, the platform failed with user advisory (ua) 17 (motor on for too long during active operation) error message during the run-in test using the 95% patient large resuscitation test fixture (lrtf), thus confirming the customer complaint. A replacement of the drivetrain motor is required to remedy the problem. Visual inspection of the returned platform was performed and found no physical damage. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, encoder drive shaft does not rotate smoothly, exhibits binding and resistance. The sticky clutch plate requires deburring to address the issue. The autopulse platform is a reusable device and was manufactured in april 2011 and is almost 8 years old, well beyond the expected service life of five years. Therefore, this type of clutch issue is characteristic of normal wear and tear. A review of the archive was performed with no significant errors, however, the historical data was not available due to the processor board initialization. User advisory is the clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. User advisory (ua) 07 error message alerts the operator that the load sensing system has detected a weight/load imbalance between the two load cells. (Ua) 07 indicated that either the patient not oriented on the autopulse platform correctly or the patient has shifted during compression. Load cell characterization confirmed both cell modules are functioning within the specification. User advisory (ua) 22 error message alerts the operator that the compression target position out of range. This fault indicates that the difference between the computed compression depth target position and the takeup position is more than 3 revolutions. Checked at the end of takeup. Fully extend lifeband by pulling both straps completely out of the channel, then recycle the power. Upon customer approval, the components will be replaced and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
As reported, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07(discrepancy between load 1 and load too large), user advisory (ua) 17 (motor on for too long during active operation) and user advisory (ua) 22 (the calculated compression depth (target) is out of range) error messages. No additional information was provided. No known impact or patient consequence information was available.